Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 ((B)(6) days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump is indicative of a suspected membrane defect. Detailed investigation is currently ongoing.

Event description:
Berlin heart (B)(4) was informed by the (B)(4) distributor of a suspected air-side layer defect in the left excor blood pump of a patient supported in the bivad configuration. The affected left blood pump was exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient in doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During initial visual examination of the returned blood pump,a cushion could be seen between the membrane interstices. Additionally, reddish-brown fluid deposits were seen in the membrane interstices. The blood pump was then tested for functional performance where it did not meet its required pumping specification. For further investigation, the pump was submitted for an external CT examination. Based on the CT images,their was no air cushion between middle layer and blood-side layer, but an air cushion was visible between the air-side and middle layer. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the air-side layer and blood-side layer, each. Both leaks were located at the edge regions of the membranes. Graphite agglomerates were detected between the membrane layers. The middle layer of the triple layer membrane was found to be intact. Measurements in the area of the leakages indicate that the thickness profile of the blood side layer was not homogeneous. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the defect locations in the air-side layer was found to be within specification. The cause of the defect in the blood-side layer was found to be an inhomogeneity of the thickness at the leakage location. During normal pumping function membranes can get stressed, leading to a defect in a membrane layer, which is why membranes are designed with a triple-layer safety concept. If the thickness distribution across the membrane layer is not homogeneous, there is a possibility that the membrane layer may be loaded unevenly, which could lead to a leakage at the thinnest point of the membrane layer. The cause of the failure in the air-side layer was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in this layer.